Event description:
(B)(4). My essure was fully covered by my insurance. I was implanted in (B)(6) 2012. In (B)(6) 2013 my hands and feet started getting numb and had extreme reactions to temperature changes. I also had joint pain. I was diagnosed with an autoimmune disorder. I never associated ensure to this, although there is no auto immune disorder in my family history. Since this time, I have suffered from hair loss, constant bacterial vaginosis and yeast infections, dry red flaky skin patches, open sores on my body, migraines, anxiety and most recently depression.